Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient factors, may have contributed to this event but the cause is indeterminable. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards was informed through literature "transseptal transcatheter implantation of a third-generation balloon-expandable valve in degenerated mitral bioprosthesis", published jacc : cardiovascular interventions vol . 8 , no. 14 , 2015. A perimount magna 25mm mitral valve underwent for a valve in valve procedure due calcification leading to severe stenosis (mean gradient 29mmhg eoa 1-01 cm2) after an implant duration of 9 years. The patient presented good ventricular function. A sapien 3 23mm valve was implanted by transeptal approach with good result. The patient improved and was discharged in the following days.